Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, the left ventricular lead had become dislodged and exhibited a loss of capture. The physician elected to replace the lead. The lead was explanted and replaced successfully. There were no adverse consequences to the patient. The patient's condition post procedure was good and would continue to be followed normally.